Event description:
Patient presented for a left ventricular descending coronary artery (lad) intervention, complicated by a left main dissection. An impella device was implanted, the patient sustained a perforation to the left ventricle requiring surgery to repair the perforation. Please note: I will obtain more details about the specific device, I do not have access to this information at the time I am entering this report, but will obtain. Therefore, the device specific information provided will be limited at this time.